Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient representative reported "localized focal findings b3-lesion benign with uncertain potential", "capsular contracture baker grade iii", "pain", "pressure sensitivity", "reduced mobility", "change in shape (deformation)", "waterfall syndrome" and "anxiety", confirmed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Patient representative later reported "deposits of a transparent body material (silicone) with corresponding foamy cell reaction or inflammatory clearance reaction." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, e1, g2, h3.

Event description:
Patient's representative reported "localized focal findings b3-lesion benign with uncertain potential" (which is ndr), "capsular contracture baker grade iii", "pain", "pressure sensitivity", "reduced mobility", "change in shape (deformation)", "waterfall syndrome" and "anxiety", confirmed via MRI. Later, patient's representative reported capsular contracture baker grade unknown, "mammary tumor", "deposits of a transparent body material (silicone) with corresponding foamy cell reaction" and "no evidence of malignancy". Later, patient's representative reported "pain". This record is for the right side. The device has been explanted and replaced with a non-abbvie device. Unknown if device will return or not.